Manufacturer narrative:
The device has been returned to the MFR; however, the investigation has not been submitted at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: complain alleges that the balloon did not deflate. Facility staff cut the foley to let the balloon drain, but it did not drain enough. Urology was consulted. The urology resident attempted to insert a stylet into the balloon drainage line of the foley in order to deflate the balloon but was unsuccessful. The foley was clamped off to fill the patient's bladder and taken to interventional radiology for percutaneous perforation of balloon. This was successful. The patient's condition is fine.